Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure on l5-s1 to address degenerative disc disease. It was reported that planning was done prior to the case by the surgeon and reviewed with the manufacturer representative. The bed mount was chosen as the platform due to clinical indication and surgeon preference. Registration was acquired through the complex algorithm. All trajectories were executed, but left l5 was found to be superior to plan. The surgeon decided to freehand the screw. There was no patient harm and the procedure was not delayed over an hour.